Event description:
Information was received regarding an unspecified cadd disposable. It was reported that patient arrived for disconnect, and the pump said 0.0ml remain; but about 50-100ml remained of 600ml infusion. Patient was receiving 24 hours infusion (not cassette) cadd adapter to normal saline bag. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.